Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, a 7f 80 cm smart control 12 x 40mm stent delivery system seemed to be approximately 2 cm longer than the leg and the inflation marker of the non-cordis catheter. A 40mm length device was used, but angiography showed it seemed to be over the balloon marker of the 40mm length. Therefore, it was confirmed whether the 60 mm length was mounted by the 40 mm length. The delivery system was retrieved while the stent remained in the body. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device packaging was discarded. This was a non-cordis 20 x 40mm stent-graft at the left common iliac artery. The smart control stent was used for lining. The physician observed the complaint device on angiography. However, it seemed to be approximately 2 cm longer than the leg and the inflation marker of the catheter and a 12 x 40mm non-cordis percutaneous transluminal angioplasty (pta) catheter. Another non-cordis 20 x 40mm pta balloon catheter was used. The intended lesion was the left common femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. Additionally, three pictures of a computer monitor displaying fluoroscopy images were provided for review. Each image shows a deployed unknown bifurcating endograft stent and an unknown pta catheter at what is presumed to be the aortic bifurcation and left common iliac artery. An unknown wire can be seen accessing the right leg of the bifurcating stent as well. In two of the images, the pictures show the pta catheter inflated within the left leg of the bifurcating endograft stent. Proximal to the inflated balloon and well beyond the distal end of the left leg of the endograft stent, a light view of the edge of a stent can be seen. The stent appears to be extending slightly beyond the balloon; however, visualization of stent strut details and the distal end of the stent could not be made. In the third picture, the balloon is not inflated; however, visualization of the stent could not be made. No other conditions were noted with the procedural films provided. A non-sterile unit ¿smart 7fr (80cm) stent 12x40mm¿ was received for product evaluation. Per visual analysis, the stent was fully deployed and was not returned for analysis. The lever was in the deployed position, and the locking pin was not included in the shipment. No other outstanding details were noticed. The reported event of ¿stent-incorrect length-too long¿ could not be confirmed through analysis of the returned device as the stent was not received. Additionally, the event could not be confirmed through analysis of the images received as the stent strut details and proximal end of the stent could not be visualized. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported by the customer, especially since the images provided did not display adequate details of the smart control stent in relation to the reported 40mm length balloon catheter. However, as the device was deployed through a stent graft, it is possible that procedural/handling factors (such as stretching of the stent during deployment) may have occurred. Per the instructions for use (IFU), which is not intended as a mitigation, when deploying the stent, ¿verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand. Stent deployment is complete when the proximal markers appose to the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap. Neither the product analysis, nor the procedural images provided suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit, especially since controls are in place to verify the correct stent size. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f 80 cm smart control 12 x 40 mm stent delivery system seemed to be approximately 2 cm longer than the leg and the inflation marker of the catheter. The 40mm length device was used. But angiography showed it seemed to be over the balloon marker of the 40 mm length therefore, it was confirmed whether the 60 mm length was mounted by the 40 mm length. The delivery system was retrieved while the stent remains in the body. There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device packaging was discarded. This was a non-cordis 20 x 40 stent-graft at the left common iliac artery. The smart control stent was used for lining. The physician observed the complaint device on angiography. However, it seemed to be approximately 2 cm longer than the leg and the inflation marker of the catheter and 12 x 40 non-cordis pta balloon catheter. Another non-cordis 20 x 40 pta balloon catheter was used. The intended lesion was the left common femoral artery. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.